Event description:
Customer alleged the black coloring or black surface is chipping off at the end of their light source on their cystoscopes that were processed in the sterrad 200. She stated it seems to be disintegrating and flaking off which has been happening in the last month or so. Inquired as to whether this has made contact with any pts. She stated the part of the device that has flaking does not touch the pts. No pt contact made regarding this incident. She also stated she did not think it was sterrad as the problem in response to our questioning. Informed her we would like to troubleshoot and require certain info. Requested serial number of their unit and precleaning methods. She stated she did not have the serial number on hand and indicated they manually wash and blow dry their devices. She was abrupt and did not wish to pursue this conversation any longer, stating she will obtain additional info and call us back.